Event description:
It was reported that "during insertion, the doctor found the 2 consecutive set of swg kinked when the swg inserted into ars during used on the same patient." They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required. The associated emdr report numbers are 3006425876-2025-00196 and 3006425876-2025-00233.

Manufacturer narrative:
(B)(4). The customer provided two photos for analysis. The photos show the guide wire within its advancer and a kink was visible on the guide wire body. One photo shows the guide wire within its advancer and a kink was visible on the guide wire body and the wire snubber and guide wire cap were missing. The customer also returned one, opened cvc kit including one guide wire within its advancer for analysis. The arrow raulerson syringe (ars) was not returned. Signs of use in the form of biological were observed on the guide wire. Visual analysis revealed kinks towards the distal end and center of the guide wire. Microscopic examination confirmed the damage. Both welds were present and were observed to be full and spherical. Visual inspection of the ars could not be performed as the ars was not returned. The kinks in the guide wire measured 17 mm, 35 mm, 153 mm from the distal tip. The overall length of the guide wire measured 601 mm, which is within the specification limits of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.801 mm , which is within the specification limits of 0.788-0.826 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The undamaged portions of the guide wire passed through both components with little to no resistance. A manual tug test confirmed both the distal and proximal welds were intact. Additional testing of the ars could not be performed as the ars was not returned. A device history record review was performed on the guide wire and ars and no relevant manufacturing issues were identified. The IFU provided with this product informs the user, "advancement of guidewire through arrow raulerson syringe may require a gentle twisting motion. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report of guide wire kinked was confirmed through complaint investigation of the returned sample. The guide wire had kinks towards the distal end and center of the body. The ars was not returned. The returned guide wire met all relevant dimensional/functional requirements. A device history record review did not reveal any evidence of a manufacturing related issue. Based on these circumstances , unintentional use error likely contributed to this event, however, the probable cause of guide wire and ars resistance could not be determined based upon the information provided and without the ars being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during insertion, the doctor found the 2 consecutive set of swg kinked when the swg inserted into ars during used on the same patient." They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required. The associated emdr report numbers are 3006425876-2025-00233.

Manufacturer narrative:
(B)(4).